Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the transition link and subsequent damage of link wires. Fatigue fractures are very unlikely in that short timeframe - within one year without additional mechanical strain. It is assumed that the implant was exposed to significant mechanical stress during the surgical procedure and that additionally chronic implant movement or manually by manipulating the processor or coil section due to glasses may have finally lead to observed fractures. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
Hearing performance with the device was affected. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Beginning in (B)(6) 2024 the user noticed that after waking up one day there was no sound when using the device. On (B)(6) 2025 she was seen and the audio processor (ap) was exchanged but the issue was not resolved. When she tilted her head she was able to hear but at times it was only feedback with no speech understanding possible. She has not been wearing the ap since (B)(6) 2024. The surgeon is considering replacing a screw if the CT scan show the transition is intact.